Event description:
It was reported that during preparation of the 6.0mmx30mmx135cm absolute pro vascular self-expanding stent system (sess), the stent implant was noted to be partially deployed (flowered) and the sess shaft was noted to be kinked; thus, the sess was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new 6.0mmx30mmx135cm absolute pro vascular sess was used to successfully complete the procedure. There was no additional information provided. The sess was returned with the stent implant exposed, not flowered.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported premature deployment was not confirmed; however, an exposed stent was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to design, manufacture, or labeling. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, indication of a product quality issue with respect to design, manufacture, or labeling.